Manufacturer narrative:
This report is regarding the suspected internal percutaneous lead compromise. Reference MFR report # 2916596-2016-00996 for the report of the patient¿s difficulty connecting the percutaneous lead to the system controller. Approximate age of device ¿ 3 years, 4.5 months. The replaced external portion of the percutaneous lead and the explanted pump were returned for evaluation. The evaluation of the pump confirmed the report of driveline fault alarms and pump stop events. Approximately 18¿ of the external portion/distal end of the percutaneous lead was returned and evaluated. Continuity and hipot testing was performed which did not identify any breaches to the wires that would have resulted in the reported event. The explanted lvad was returned with the percutaneous lead (lead) cut approximately 1.5¿ from the pump housing and the severed portion of the lead, measuring approximately 40¿ in length, returned. Continuity and hipot testing was performed on the pump-end portion of lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 40¿ portion of lead revealed a continuity issue in the black wire. The shielding and bionate were removed, and examination of the underlying wires revealed a fully fractured black wire, at what would be approximately 9.5¿ from the pump housing. Further examination of the remaining wires in this area revealed breaches in the insulations of the green and brown wires. The conductors of these wires were exposed. The fracture of the black wire and the insulation breaches appeared to be the result of repetitive flexing of the lead in this area. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the black wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The breaches in the wire insulation would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The breaches and fracture also had the potential to interrupt function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The data captured in the submitted log files confirmed the reported events and is consistent with the evaluation of (B)(4). An area with shield breakdown was noted on x-rays of the internal portion of the percutaneous lead. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient was upgraded from an epc system controller to a pocket system controller. On (B)(6) 2016, the patient received a driveline fault alarm while at home. In an effort to clear the alarm, the patient disconnected the external percutaneous lead from the system controller and reconnected which cleared the alarm. Later that same day, the patient and their spouse were at a casino in separate areas when the patient experienced an additional driveline fault alarm. When the patient received the alarm, they called their spouse requesting assistance and then disconnected the external percutaneous lead from the system controller again to clear the alarm. However, the patient was unable to reconnect and lost consciousness. Once the spouse located the patient they were able to reconnect the system controller. The patient was intubated and taken to the hospital. While in the ICU, the patient was reportedly awake and following commands. The patient and their family were re-educated on disconnecting the driveline and alarm management before the patient was discharged. Log files were submitted for review. The manufacturer's technical services representative reviewed the submitted log file and confirmed the driveline was first disconnected for approximately 3 seconds on (B)(6) 2016. Later that day, the driveline was disconnected again and reconnected 8 minutes later. In addition to the driveline fault alarms, technical services observed 2 pump stoppages and speed drop events on (B)(6) 2016 which only appear to have occurred while the pump was connected to the power module. On (B)(6) 2016, an onsite external percutaneous lead repair was completed. Continuity testing was inconclusive. Additional log files submitted on 05/03/2016 showed that there were no more pump stops or driveline fault alarms post repair. On (B)(6) 2016, it was reported that the patient was re-admitted after the patient received additional driveline fault alarms. The manufacturer's technical services representative reviewed the additional submitted log files and confirmed that another driveline fault alarm occurred on (B)(6) 2016. The log file also showed that the patient experienced a speed drop to 5820 rpm the morning of (B)(6) 2016 while connected to the power module. It was reported that the issue was suspected to be internal since the majority of the external portion of the percutaneous lead was replaced during the previous repair. On (B)(6) 2016, the patient underwent a pump exchange. It was reported the patient was doing well post-exchange.